Event description:
It was reported that during procedure the lv lead could not be implanted. The lead was explanted. Patient is stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.